Manufacturer narrative:
This medwatch report is being filed based on the results of the image analysis, which revealed skive damage to the polymer jacket material. The device was not received for evaluation; therefore, no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The supplied image presents apparent skive damage consistent with manipulation within a metal cannula or needle. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval." The dfu precautions also indicate "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information and event date were not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that during end of the procedure physician noticed that a section of the wire in the ureter had frayed. The piece did not detach from the wire. The wire was removed in tact.